Manufacturer narrative:
G3 modified. Please refer to the attached analysis report.

Event description:
Reportedly, the patient real time egms were not transmitted in the remote monitoring reports. Preliminary analysis showed that the reported behavior resulted from an embedded software inappropriate management in the decision to erase an existing record when the real time egm has to be stored, under specific conditions.

Event description:
Reportedly, the patient real time egms were not transmitted in the remote monitoring reports. Preliminary analysis showed that the reported behavior resulted from an embedded software inappropriate management in the decision to erase an existing record when the real time egm has to be stored, under specific conditions.